Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine and marcaine (concentration and dose not reported) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2012 it was reported that the patient thought that marcaine was giving him problems and he wanted the drug removed from the pump. The drug was removed from the pump. On 07/17/2012 additional information was received from the hcp and it was reported that the patient's symptom was urinary retention. On (B)(6) 2012 the pump was refilled with only morphine and the patient said that there was no change. Per the hcp, it was not a pump issue. It was noted that the issue was not due to drug effects. The patient outcome was reported as "no injury".